Event description:
It was reported that the study subject (B)(6) was treated in the m6-c 2 level ide on (B)(6)2024. The patient was seen on (B)(6) 2024 for the 6-month post-op study visit and reported achy pain in the neck along with numbness and tingling in fingers 2,3, & 4. Imaging showed increased angulation of the superior c6 hardware. A CT scan obtained on (B)(6) 2024 confirmed a spinal compression fracture at c6 (collapse c6 vertebrae).

Manufacturer narrative:
This event was related to a study ide patient (B)(6). Additional information has been requested as the surgeon wants to proceed with a posterior fusion and supplemental fixation with possible decompression. Posterior fusion at c5-6 currently pending - date to be confirmed. There are currently no plans to remove the implant.